Event description:
It was reported that the battery of this implantable pacemaker was suspected to be depleting prematurely. The day of the event the battery showed 1.5 year of power left, however one year prior it showed 4 years of power remaining. Device replacement was recommended. This device remains in service. No further adverse patient effects were reported.

Event description:
It was reported that the battery of this implantable pacemaker was suspected to be depleting prematurely. The day of the event the battery showed 1.5 year of power left, however one year prior it showed 4 years of power remaining. Device replacement was recommended. This device remains in service. No further adverse patient effects were reported. Additional information was received detailing that this device was explanted and replaced. No further adverse patient effects were reported.

Manufacturer narrative:
The returned pacemaker was analyzed and an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, and recording functions. Having met the engineering longevity prediction, functionally passed all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion. Additional information was added to the following fields: b1: adverse event/product problem. B2: outcome attributed to adverse event. B5: describe event or problem field. D6b: explant date. H1: type of reportable event. H6: impact codes.

Event description:
It was reported that the battery of this implantable pacemaker was suspected to be depleting prematurely. The day of the event the battery showed 1.5 year of power left, however one year prior it showed 4 years of power remaining. Device replacement was recommended. This device remains in service. No further adverse patient effects were reported. Additional information was received detailing that this device was explanted and replaced. This device was returned to boston scientific for analysis.